Event description:
It was reported that during craniotomy surgical procedure, it was observed that the tip broke off of the craniotome device. There were no delays to the surgical procedure. A spare device was not available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was broken off of the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or error by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.